Event description:
During a standard follow up ventricular noise oversensing was noted in multiple episodes recorded in aida memory. Preliminary analysis confirmed episodes with non-physiological signals, consistent with a lead or connection issue.

Event description:
During a standard follow up ventricular noise oversensing was noted in multiple episodes recorded in (B)(4) memory. Preliminary analysis confirmed episodes with non-physiological signals, consistent with a lead or connection issue.